Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of pain, pustules where pus was squeezed out and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported treating a patient that was injected with unspecified juvéderm in the lips. Two hours after the injection, the patient experienced pain in their upper lips. Patient was treated with vitrase by another doctor 6 days later. Patient was also given keflex. On the following day, the patient returned tot he treating doctor's office with pustules. Pus was squeezed out of the lip and then saline and lidocaine were injected into the lip. Patient was then treated with hyperbarics the same day. Patient was then hospitalized for 5 days and treated with antibiotics and antiviral. A CT scan was done, which showed results of an infection. Symptoms are ongoing.